Event description:
Boston scientific crm received information that this product was part of a system explant, due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was ejecting two clips at a time. The clips ejected into the patient, but were retrieved. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Indicator wheel failure. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. Batch record review did not find an issue related to the reported event.